Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet device was dropped during a supply change and the screen was cracked. The device was fully inoperable and the display was not visible. A replacement device was arranged. Blood glucose was not affected, and the user reverted to backup therapy. No medical intervention was required.